Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation of the device indicated that it had reset and was in a fallback mode. The physician elected to explant the ICD.